Manufacturer narrative:
Failure analysis (fa) lab received a vela main pcba. The vela main pcba was installed on a known good unit. The unit was powered up in service mode and the event error log was viewed. Fa found xdcr pt802 (2, 1, 416) and (2, 1, 730) events recorded in the log. The xdcr calibration was performed, all xdcr¿s passed both 0 cmh20 and 60 cmh20 calibrations, pt800 passed 3 cmh20 calibrations. Powered in operating mode with received settings, unit operated all weekend without xdcr faults. During repeated calibration, xdcr¿s continue to pass. The customers issue of having xdcr faults in events log was duplicated and isolated to failing xdcr pt802 p/n 68354 l/n r10d30-16. This reported event considered a known issue addressed with an internal action. Vela main pcba will be held for 90 days.

Manufacturer narrative:
(B)(4). Per information provided by the distributor, carefusion technical support determined that the reported event was most likely caused by a faulty main printed circuit board assembly. A replacement main printed circuit board assembly was shipped to the distributor. A return goods authorization (rga) number was also issued for the return of the alleged faulty main printed circuit board assembly for evaluation. As of september 23, 2015 the alleged faulty main printed circuit board assembly has not been received by carefusion.

Event description:
The following is a description of an event that occurred in (B)(6), as reported by the distributor: ¿xdcr error in log (2,0,2534)¿ the reported issue occurred during testing. No patient involvement.